Event description:
It was reported that oversensing of noise leading to inhibition of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received only the distal portion of the lead was returned in one piece with the helix retracted and clogged with blood tissue. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to the procedural damage noted on the outer and inner insulations. Visual and x- ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that oversensing of noise leading to inhibition of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.